Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient experienced chest pain due to pericardial effusion. It was noted that the patient was in recovery post-procedure and had blood pressure issues. Pericardial effusion was confirmed upon echocardiogram. A pericardiocentesis was performed. Patient was sent for lead revision procedure. Under fluoroscopy, the lead was confirmed to have perforated the cardiac tissue. The lead was explanted and replaced. The patient was stable during and after the procedure.